Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effect of dissection is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an antegrade stick ekosonic endovascular interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide devices. During the third cuff miss a dissection occurred. Manual compression was applied for a while and a covered stent was ultimately used contralaterally to treat the dissection and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.